Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2013. Revision was performed on (B)(6) 2013 due to the l5 and s1 screws pulling out of the bone and patient loss of sagittal balance. It was also noted that one of the lock screws had backed out of the pedicle screw. During the revision four pedicle screws and lock screws were removed and replaced, both rods were cut shorter, two iliac screw, two ned rods and five different rod to rod connectors were implanted.

Manufacturer narrative:
This report is for two pieces of reform polyaxial pedicle screw. As part and lot numbers were not provided both are being reported on one report. Evaluation was not possible as the explanted screws were not returned. It is the physician's opinion that patient weight was clearly a factor in the hardware failure. Associated instructions for use, lbl-IFU-011 reform pedicle screw system, states under contraindications:"morbid obesity". Under potential adverse affects: "early or late loosening of any or all of the components, loss of fixation, disassembly and/or bending of any or all of the components." Under warnings: "based on the fatigue testing results, the physician/surgeon should consider the level of implantation, patient weight, patient activity level, other patient condition, etc. Which may impact on the performance of the system"; and under preoperative: "patient conditions and/or predispositions such as those addressed in the aforementioned contraindications should be avoided." Review of complaint history did not reveal any previous reports of this nature for this product family. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2013-00010, 00011 and 00012).